Event description:
It was reported to philips that the device was unable to power on, suspected hostpc communication issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the dcps power supply and restored the device to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).